Event description:
The physician felt a "prickle" but didn't see any injury, splint, nor bruise by x5 magnifying glass. But the "prickle" remained and it was decided to excise the tip part of their thumb.